Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer opted for an out-of-warranty loaner pump as backup therapy with multiple daily injections to ensure uninterrupted insulin delivery.